Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit got hot and shut off again.

Manufacturer narrative:
A getinge field service engineer (fse) changed scroll compressor and front end board. Fse returned to change executive processor, but learned they have new boards that don't need software loaded on them. Need to order a front end board and executive processor. On 4-24-23 come in monday to change the frond end board and executive processor, also changed the graphics control board, and nothing worked. On 4-26-23: (B)(6) changed the backplane board. Tested, the pump works. Put the original executive processor board in and front end boards and the graphics control board. Return to clinical service.

Event description:
N/a.